Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The product was returned attached to a handle. Visual inspection of the cartridge revealed that the reload was fully fired with the interlock engaged. The clamping mechanism was deformed. Staple pushers were flush with the cartridge. The reload was unloaded from the returned handle. Functionally the reload was loaded into a post market vigilance instrument, the interlock was overridden, and the reload was cycled without hesitation and was applied to test media with proper media transection. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a unreported condition of deformed clamping and flush staple pushers that has no relationship to the reported condition. Replication of the deformed clamping mechanism and flush staple pushers may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a gastric sleeve, the reload would not remove from the stapler. Another stapler was used to complete the case. There was no patient injury.